Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. No loose drive support disk was noted during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer experiencing high blood glucose for two days. The last reservoir and infusion set change was sunday. Customer stated that the insulin pump is not delivering properly. The blood glucose reading are going low, but experiencing highs. The last blood glucose reading was 17 mmol/l. Customer treated with manual injection, the current reading is 23 mmol/l. Advised customer that if the blood glucose readings are not coming down, there maybe a problem with absorption of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.